Event description:
It was reported via medwatch (B)(4) that the device packaging was damaged. A 22x45/10fr wallstent uni stent was selected for use. However, upon inspection, it was noted that the outer package and the inner package containing the stent were damaged. The device was unusable. No further information available.